Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2014; during the same surgery, the patient was re implanted with a new device. The device has not been made available for analysis as of the date of this report, september 23, 2014. This report is filed september 23, 2014. Device is currently unavailable.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved; subsequently, the patient has discontinued device use. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.